Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely elevated calcium (ca_2) test result was obtained on one patient sample from an advia 2400 chemistry system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the advia 2400. Siemens is investigating.

Event description:
One falsely elevated calcium (ca_2) test result was obtained on one patient sample from an advia 2400 chemistry system. The initial test result was not reported to the physician(s). The same sample was repeated on the same advia 2400. The repeat test result was released to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00133 was submitted on 05-may-2022. Additional information (13-jun-2022): the customer service engineer (cse) that was dispatched to the customer site replaced all syringe pump seals and the peri-pump waste tubing. The cse recalibrated the test and ran quality control materials with acceptable results. The cause of the falsely elevated calcium test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were revised.